Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device stopped working. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper tip of the I-blade broken off and not returned; this condition is unrelated with the event reported the device was partially tested with a generator and the device performed as required during testing; although all testing could not be completed due to the damaged I blade. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.